Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the battery will work intermittently. The battery will not work once the cap is completely tightened.